Event description:
A pt was positioned on the magnetic resonance table and prepped for a head study. Due the pt's "short neck," the headcoil was elevated with padding to increase the pt's comfort. The headcoil was fitted with a mirror which allowed the pt to see out of the magnet bore. The pt was driven into isocenter. As the headcoil assembly entered the bore, the mirror struck the top of the front cone cover. The mirror glass broke into two pieces. Aside from the two large pieces, multiple much smaller pieces were also created and two of these smaller pieces dropped down and into the pt's right eye. The pt was removed from the bore and the glass fragments were removed and the pt was returned to the MRI and the study completed.